Event description:
It was reported that a patient underwent a tsa approximately a month ago and the quick connect guide handle failed to remove implant sizer. The sizer was removed without incident and the instrument was identified with a broken spring.

Manufacturer narrative:
(B)(4). (UDI): n/a. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.